Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a broken sensor wire was reported. The sensor was inserted into the arm on (B)(6) 2018. The patient stated upon removal of the sensor wire, the sensor wire broke off. The patient went to the emergency room (ER) and stated x-ray images were taken, and the image appeared to show the sensor wire. The doctor was attempting to find the sensor wire in the patients arm and after taking more x-ray images, the could not see the sensor wire. The patient was prescribed antibiotics and was released from the ER the same day. No additional patient or event information is available. No product was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. The sensor was inserted into the arm. Labeling indicates: do not insert the sensor component of the g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the g5 mobile system is not approved for other sites. If placed in other areas, the g5 mobile system may not function properly.